Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank screen.

Event description:
The customer reported that the insulin pump was submerged under water and alarmed button error. The blood glucose reading at time of the call was 186mg/dl. Troubleshooting was performed and there was no water under the liquid crystal display. No further information was provided.